Manufacturer narrative:
The device was received for evaluation. During functional testing, 'upstream occlusion' was reproduced. A review of the event history revealed 'upstream occlusion'. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty ultrasonic sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.